Event description:
It was reported that there was difficulty injecting the glue into the microcatheter and although it did not solidify in the catheter, there was concern that there was something wrong with the product, with solidifying too soon. It was reported that the physician has done many cases and that everything was done and appeared as it normally does prior to the event. Based on the information received, either a 40% or 50% glue mixture with tantalum was used in this case. There was no pt injury.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13429496 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were found for lot 13429496 process monitoring. No excursions were found for lot 13429496 packaged, nbca and cap subassembly lot 13387467 was reviewed. The functional test form for the polymerization test were reviewed and no anomalies were found. Additional information will be submitted within 30 days of receipt.